Manufacturer narrative:
Continuation of d10: product ID 977c165,serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the high impedance was not determined. Rep noted that many of the impedances resolved on their own. Rep reported the issue has been resolved and the information has been confirmed with the physician.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep. Called to get information on possible sources of an impedance issue pt experienced today intraoperatively. Rep. Said the hcp had already closed the pt, but the pt experienced an issue were electrodes 0-5 said "not connected" and were red. Surgeon flipped the lead to the other channel and the impedance issue followed the lead. Rep. Said pt had enough contacts to cover pain, so hcp decided to close up. Rep. Said hcp had to use two tunnelers and wondered if the two tunnellers had an impact on lead integrity. Tss discussed potential possible lead contact damage. Rep. Said they ran impedance check and saw 5 contacts over 40,000. Before closing 0-5 were over 40,000, but after closing, the impedance moved to 5-7, which were each over 40,000. Tss discussed potential sources of impedance and suggestions for steps forward. [See omitted information in (B)(4) - previous ins system explanted].

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.